Event description:
The customer stated that she has been experiencing low blood glucose levels for the past two months. The customer stated that she was treated by the paramedics due to a low blood glucose reading of 29 mg/dl. The customer stated that she sometimes removes the reservoir from the insulin pump while she is still connected to the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Advised the customer to always disconnect from the infusion set when removing or inserting the reservoir into the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.